Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the patient's insulin pump shut off due to a sensor glucose of 75 mg/dl despite the his blood glucose being 240 mg/dl. Troubleshooting was initiated and the customer was advised about proper insertion and calibration technique. Additionally, the customer was hospitalized for hitting his head during a seizure the morning of the call. The patient's blood glucose was 59 mg/dl. The further details of the hospitalization were already reported. No products were shipped or returned.